Manufacturer narrative:
Follow-up # 1 date of submission 04/01/2014 - device evaluation: the meter has been returned and evaluated by product analysis on 03/13/2014 with the following findings: a review of the meter download showed an ¿error 1 sub code 17: initializing rf failed¿ was recorded. During testing, the meter remote powered up normally and paired successfully with a test pump. No errors occurred during investigation. The complaint of the random ¿error 1¿ messages was observed in the meter download but was not able to be duplicated during investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a meter error (error 1 random) issue. It was reported that the meter emitted three ¿error 1¿ messages in the last month. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The meter has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.